Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 3 segments. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed a ligature mark in the medial fragment. In this medial region the conductor coil was found fractured, which is assumed to be the root cause of the clinical observation. The fracture probably resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.